Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation: device history records indicate all components were manufactured and inspected to specification.

Event description:
It is reported that the packaging was damaged making the implant unsterile. A new device was opened and implanted.